Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to a cholesteatoma and a suspected extrusion of the electrode. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.